Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect; however, the failure to advance and treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The 3.50x18mm and 2.25x18mm xience xpedition stents referenced are filed under separate manufacturing report numbers.

Event description:
It was reported that the patient presented with a st-elevated myocardial infarction (mi) and a left main (lm) coronary artery occlusion. Utilizing non-abbott dilatation balloon catheters, balloon angioplasty was performed in the lm and left anterior descending (lad) coronary artery lesions. A 2.25x28mm xience xpedition stent was successfully implanted in the mid lad. A 3.50x18mm xience xpedition stent delivery system (sds) failed to cross the proximal lad lesion, proximal to the previously implanted stent, due to anatomy. The device was removed without reported issue. It was noted then that the patient had gone into cardiogenic shock. A 3.50x28mm xience xpedition sds also failed to cross the same proximal lad lesion due to anatomy. This device was also removed without reported issue. Following, dilatation, using non-abbott devices, was performed in the circumflex (cx) coronary artery lesion. A 2.25x18mm xience xpedition sds failed to cross the cx lesion due to anatomy. The device was removed without any reported issue. The procedure was completed using balloon angioplasty. The patient continued to experience a mi and cardiogenic shock. The patient was intubated and an intra-aortic balloon pump (iabp) was placed. The patient remains in the intensive care unit until cleared for surgery. There was no additional information provided.